Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The service representative replaced the floppy disk drive, the floppy disk for the generator and reset the boost to the previous level. The system was tested and found to be working as intended and put back in service.